Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device was discarded. Per the instructions for use of the device, catheter migration is a known possible risk of use of the catheter. The physician did not say why they believed the migration occurred. They also said that the issue did not seem to be a catheter issue. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions via email to report a catheter revision. Cs reported that the reason for the revision is an abnormal dye study. Cs reported that the patient's catheter had migrated out of their spine. Cs reported that the physician replaced the whole catheter.